Manufacturer narrative:
The company rep examined the system and confirmed system message (sm) 1017. The host module was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported receiving system messages, during a procedure, that were unable to be cleared. The system was exchanged and the case was completed. There was no pt harm or injury reported. Additional info has been requested.